Manufacturer narrative:
One photo was taken of the IV set attached to an IV bag and one photo was taken of the tubing ballooning and verifies the customer complaint. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly or a push from a syringe is done while the set is clamped, a ballooning in the pumping segment tubing is possible. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in the silicone segment / pump segment. The following information was provided by the initial reporter: it was reported by customer that it was in use and it created a bubble.